Event description:
Reportedly, the device was inserted through the trocar and opened. Gallbladder was inserted into the open bag. The string to close the device was used. The specimen in the bag along with the device was removed. Upon visualization of the abdomen at the end of the procedure, the plastic ring that should be left on the ring bar was in the abdomen. It appears that the distal end of the metal ring of the device broke away allowing the plastic ring to fall into the abdomen. The plastic ring was retrieved with no reported ill-effects to patient. Procedure: lap chole patient sex: unk